Manufacturer narrative:
Qn#(B)(4). The reported complaint for "persistent helium loss alarms" is not able to be confirmed. The product was not returned for investigation. A device history record review was performed, and no relevant findings were identified. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "persistent helium loss alarms on insertion". To continure therapy, another iab catheter was inserted into the same origional insertion site. No patient injury or consequence reported. The patient's current condition is reported as "critical". Please see associated MDR# 3010532612-2024-00532.

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8.0fr fos intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a biohazard bag. Upon return, the one-way valve was tethered to the short driveline tubing. The teflon sheath was on the iabc; liquid blood was noted in the sheath sidearm. The bladder was fully unwrapped. A bend was noted to the iabc at approximately 72.0cm from the iabc distal tip. Dried blood was noted on the exterior of the sample; no blood was noted within the helium pathway. The fos connector and cal key were examined. The fos gray connector was properly seated in the blue clamshell housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The cal key was intact. The cal key was examined, and no damage was noted. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Some blood was noted. The cal key and fos were connected to the iabp. The cal key was recognized. The cal key was disconnected and re-connected again after rotating the cal key 180 degrees; the cal key was recognized again. The fos was recognized and zeroed by the iabp. The pump status displayed "ok" indicating the fiber is fully intact. The iabc was leak tested in accordance with testing methods from manufacturing procedure. An external leak was immediately detected from the bifurcate around the fos adhesive. Upon microscopic inspection, an external leak occurred from the fos adhesive bond at the bifurcate. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 72.4cm from the iabc distal tip, which is the location of a not-ed bend. The guidewire was able to advance through the central lumen. Some blood was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "helium loss alarms" is confirmed. During the investigation, an external helium leak was confirmed from the iabc bifurcate fos adhesive. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the leak at the bifurcate fos adhesive. The probable root cause of the complaint is manufacturing related. A non-conformance has been initiated to further investigate the issue.

Event description:
It was reported "persistent helium loss alarms on insertion". To continure therapy, another iab catheter was inserted into the same origional insertion site. No patient injury or consequence reported. The patient's current condition is reported as "critical". Please see associated MDR# 3010532612-2024-00532.

Event description:
It was reported "persistent helium loss alarms on insertion". To continure therapy, another iab catheter was inserted into the same origional insertion site. No patient injury or consequence reported. The patient's current condition is reported as "critical". Please see associated MDR# 3010532612-2024-00532.

Manufacturer narrative:
(B)(4). UDI number unavailable as complainant did not report a valid lot number.